Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor assembly. Analysis was unable to perform a functional test due to the blank display. The insulin pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker, and a cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer stated she was on vacation, boating and the insulin pump was in the water. Customer stated fluid is under the lcd display also has cracks on the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.